Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wir form that a persona knee instrument was returned and reported missing bearing.

Manufacturer narrative:
Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has one of components disassembled / missing the components were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Medical records were not provided. This device is confirmed to have been a part of a previous CAPA investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue.

Event description:
No further event information available at the time of this report.